Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at time of the call was 566 mg/dl. It was also reported that the customer was nauseated. Troubleshooting was performed. The programming and settings in the insulin pump were correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.